Event description:
Report came in from the USA. Malfunction, "hose rupture" occurred during a surgical procedure, "neuro-surgery." Hose rupture resulted in a red spot on the surgeon's abdomen. Surgical team hearing is okay. There was a delay to surgery. Pt was not injured.

Manufacturer narrative:
The customer's complaint "of hose rupture" was confirmed. The device, blackmax-n, was evaluated and has a hose rupture. The hose rupture is most likely due to occlusion of the hose above the pressure relief valve and below the motor. Occlusion marks were observed above the pressure relief valve. Under cautions in the device manual lists, "do not step on, set equipment on, pinch, kink, clamp, or otherwise occlude handpiece hose during use."